Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that while the patient was undergoing dialysis, the device exhibited loss of capture.